Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a derailed grip cable at the distal end. Additionally, the instrument was found to have a grip cable dislodged in the housing at the proximal end. The dislodged cable in the proximal end caused the grip cable to be derailed at the distal. This caused the jaws not to close properly. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An RMA was issued to evaluate the I large hem-o-lok clip applier instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not closing properly. There was no reported patient impact or harm.